Manufacturer narrative:
A boston scientific latitude consultant documented and discussed the observations with the caller. Troubleshooting was performed; however, the consultant was unable to determine which lights were flashing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a potential red alert had been generated for this system. No adverse patient effects were reported.